Event description:
Oxygen supply failed. Oxygen mixer test failed.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction [?] Oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator was a malfunction of the o2 mixer valve not opening. (Mechanically jammed due storage of the device for a long period before usage). With this investigation it cannot be confirmed that the device failed to meet its specifications as there is no evidence regarding the correction and its effectiveness available. Hamilton medical ag tried three times to obtain the necessary information from u.l.c. United libyan company without success. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.